Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Other cables at the wrist are not damaged. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .115 - .150 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the failure analysis findings; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken cable on the fenestrated bipolar forceps instrument was noted. No patient harm, adverse outcome or injury was reported.